Event description:
About half a year ago, the pt felt a bump over the filling port. An MRI (date not reported) showed normal conditions. At the last refill in june 2008, there was no pressure in the reservoir resulting in the drug entering the subcutaneous tissue during the refill procedure. The pt also wanted higher doses. The hcp assumed that the refill port membrane was damaged and decided to switch to a programmable pump. There was no pt injury and so far, the pt was doing well with the new programmable pump. The pump was used to deliver morphine.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. See scanned page.